Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received no delivery alarm. Customer blood glucose reading was unknown. Infusion set and reservoir occlusion caused the no delivery alarm. Changing the reservoir and set resolved the issue. The products will be returned for analysis.